Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition of 'unable to set/calculate volume to be infused, bags constantly run dry. The reported condition was not reproduced during evaluation. Device sent to flow line for a flow accuracy test and passed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had an issue of "unable to set/calculate volume to be infused, bags constantly run dry". This occurred during an unspecified process step in the emergency room. There was no patient involvement. No additional information is available.